Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint 20104. Reason for original complaint asr revision to take place on (B)(6)2011 asr xl acetabular - left hip reason for revision unknown update from (B)(6) email 28th may 2012: reason for revision reason for revision: pain update- added a sleeve taken from claimsuite dated (B)(6)2013 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. No UDI: available.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4).   Reason for original complaint asr revision to take place on (B)(6) 2011. Asr xl acetabular - left hip, reason for revision unknown. Update from (B)(6)'s email (B)(6) 2012: reason for revision. Reason for revision: pain. Update- added a sleeve taken from claim-suite dated 9th jan 2013.